Manufacturer narrative:
(B)(4).

Event description:
This patient came into the office on (B)(6) 2017 for incision check. The staples were removed and the incision looked good. On (B)(6) 2017 the patient was seen again. There was a small amount of dried blood present at that time. The wound site was cleaned and steri strips applied. The patient called on (B)(6) 2017 with continued drainage from site. Patient was seen in office on (B)(6) 2017 and was sent to the hospital for possible wound infection. During hospitalization all cultures came back negative and patient did not show any signs of infection. However, patient continued to have active bleeding from incision site requiring multiple pressure dressings. Patient was discharged on (B)(6) 2017 after bleeding was under control with a diagnoses of pacemaker pocket hematoma. The system remains actively implanted.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.